Manufacturer narrative:
Available information indicates the device remains implanted and in service. This report will be updated if additional information is received. The field representative provided the initial reporter name and facility, but was not able to obtain further details about the status of the device. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event of surgery. The returned ICD was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded the battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected and device replacement was recommended. At this time, the device remains implanted and in service. No adverse patient effects were reported. It was later reported that this device had been explanted in (B)(6) 2020 with no replacement, as after a new study, the patient was no longer indicated for ICD therapy. The device was stored on a shelf at the hospital until may, when a technician at the facility gave the device to a local boston scientific sales representative so it could be returned for analysis.

Manufacturer narrative:
Available information indicates the device remains implanted and in service. This report will be updated if additional information is received.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected and device replacement was recommended. At this time, the device remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
Available information indicates the device remains implanted and in service. This report will be updated if additional information is received. The field representative provided the initial reporter name and facility, but was not able to obtain further details about the status of the device. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected and device replacement was recommended. At this time, the device remains implanted and in service. No adverse patient effects were reported.